Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; mgit¿; 960 system some sensitivity tests are coming out resistant to all drugs and in tubes there is no visible growth. Results were not reported. There was no report of patient impact. The following information was provided by the initial reporter: did the failure occur with control or patient samples? Control and patient samples what was the expected result and what was the result obtained by the client? The expected was the valid test with resistance and sensitivity. The customer's tests invalidated. Which microorganism and which drug was it resistant to? Mycobacterium tuberculosis microorganism, for the drugs streptomycin, isoniazid, rifampicin and ethambutol. What confirmatory tests were performed to determine that the results were wrong? Bacilloscopy tests were performed to check for contamination and sown on blood agar. Have any incorrect results been reported to doctors? No, tuberculosis tests are repeated and laboratory confirmed before being released to the doctor. If so, have any patients been treated on the basis of erroneous results? No, the laboratory did not release the test if so, did the incorrect treatment cause any harm to the patient (s)? There was no treatment based on the invalid result.

Event description:
It was reported while testing with bd bactec¿; mgit¿; 960 system some sensitivity tests are coming out resistant to all drugs and in tubes there is no visible growth. Results were not reported. There was no report of patient impact. The following information was provided by the initial reporter: did the failure occur with control or patient samples?: control and patient samples what was the expected result and what was the result obtained by the client? -- the expected was the valid test with resistance and sensitivity. The customer's tests invalidated. Which microorganism and which drug was it resistant to?: mycobacterium tuberculosis microorganism, for the drugs streptomycin, isoniazid, rifampicin and ethambutol. What confirmatory tests were performed to determine that the results were wrong?: bacilloscopy tests were performed to check for contamination and sown on blood agar. Have any incorrect results been reported to doctors?: no, tuberculosis tests are repeated and laboratory confirmed before being released to the doctor. If so, have any patients been treated on the basis of erroneous results?: no, the laboratory did not release the test if so, did the incorrect treatment cause any harm to the patient (s)?: there was no treatment based on the invalid result.

Manufacturer narrative:
Investigation summary: customer reported a results issue on a bd bactec mgit 960 instrument (material number: 445870, s/n: (B)(6)). It was identified that the laboratory air conditioning is turned off at night and on weekends. The increase in the ambient temperature is detected by the mgit and releases the tests and issues the e05 error of temperature problem. So there is a need to repeat the tests. The complaint is not confirmed as a failure of bd product. The root cause is related to "air conditioning being off at night and on weekends". Review of the device history record not required due to the age of the instrument. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.